Event description:
It was reported that a physician trained in the use of the starclose se achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the starclose se device was difficult to remove. In accordance with instructions for use a dilator was inserted into the access ports to successfully remove the device from the pt anatomy. Hemostasis was achieved with the device. There were no reported adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.